Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection with sepsis and erosion. Reportedly, the patient¿s device pocket felt uncomfortable for a few months prior to the extraction. In addition, the patient underwent a mouth surgery and ended up getting an infection. Moreover, a small hole was observed near the patient¿s device pocket where the lead can be seen. The patient was also given intravenous antibiotics. There were no additional adverse patient effects reported. The ICD was explanted.